Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the drill stop is an instrument routinely used in the titanium trochanteric fixation nail system. The returned drill stop shows moderate wear from over twelve years of use. The device was returned and reported to be worn on the inside of the device allowing the drill bit to slide and not stay in position. This condition is confirmed; the catching mechanism on the inner portion of the device shows excessive wear and markings. The drill bit was not returned. This condition has been addressed. It is likely that twelve years of use has led to this complaint condition. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that over twelve years of use has led to this confirmed complaint, and while this complaint is the result of a design related deficiency, it has since been addressed and corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported while cleaning part 6.0mm/10.0mm stepped drill bit cannulated/large and drill stop, the one flap of the drill bit was worn out inside; the drill stop slides and does not stay in position. There was no patient was involved. This is report 1 of 1 for (B)(4).